Event description:
It was reported that a permanent cautery hook instrument had a broken wire. No further information was provided. No patient harm, adverse outcome or injury was reported

Manufacturer narrative:
Instrument was returned and evaluated. Engineering observed a broken conductor wire, yaw pulley charring and a missing flush tube, not reported by site. The conductor wire is broken at the distal end. The broken wire segment sticks out at the wrist. The wire broke near where it enters the yaw pulley. The electrical continuity failed. The side of the yaw pulley and the conductor cap exhibit charring and localized melting. The wire damage likely created a path for arcing. The housing was removed to find the flush tube missing from luer plate. The tube was likely pulled out during cleaning process. Engineering concluded the flush tube issue is likely due to improper cleaning. The reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.